Manufacturer narrative:
The device name and model number provided with the initial medwatch report was incorrect. The correct information has been included with this report. Also, additional information has been included with this report.

Event description:
It was reported that the customer was contacted and stated issues with the transmitter and stopped using the sensor. The customer stated that the transmitter was sending messages to the insulin pump. The insulin pump displayed 73mg/dl and tested her blood glucose it was 149mg/dl. The customer stated the discrepancies were generally lower than higher. The insulin pump alarmed low alarm and went into threshold suspend moved. The customer current blood glucose was 149mg/dl. In another occasion, the customer mentioned high blood glucose 320mg/dl, treated with insulin pump. The customer declined troubleshooting.

Event description:
The customer reported that the insulin pump was reading low, 73 mg/dl but her blood glucose was 149 mg/dl. Customer stated that the insulin pump would alarm low and will go to threshold suspend. Customer declined to do troubleshooting and if she decides to use the sensor again she will call the help line. Customer reported that the sensor was giving her calibration error and change sensor alarm. Customer's blood glucose was unknown and declined to do troubleshooting. Customer reported that she had high blood glucose last 11/30/2014. Customer stated that she had a lot of scar tissue and found out that infusion set was bent. Customer's blood glucose was 320 mg/dl. Customer treated with the insulin pump and declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.